Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 failed continuously and displayed a required maintenance alert. Reboot and recovery attempts were unsuccessful, and the issue persisted even after unplugging/reconnecting the power cable and checking the back panel. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height drawer 4.1 was frequently failing. A field service engineer (fse) powered off the station, reseated the row board cable, and replaced the retractor band to resolve the issue. The drawer was restored to proper functionality. The system functioned as intended after the field service engineer repaired the device.